Event description:
It was reported to covidien on (B)(6) 2015 that an scd controller had exposed wires.

Manufacturer narrative:
An investigation of the reported condition was performed on (B)(6) 2015 by (B)(6). A review of information in the complaint file indicates this investigation was performed by a covidien (B)(4) center for the reported condition of: an scd controller had exposed wires. Therefore, this report will be based on information provided by the service center. Information provided indicates that the power cord was replaced to correct the problem, confirming the reported condition. There was no failure analysis data provided in the complaint file; therefore, the root cause of failure was not identified. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. Product scd express was manufactured in 2009. A review of the device history records shows this device was released meeting all manufacturing specifications. The service history for this unit is maintained by the local service center. This information will be utilized for trending purposes to determine the need for corrective action.

Manufacturer narrative:
Submit date: 02/23/2013.an investigation is currently underway. Upon completion, an updated investigation will be provided